Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was leaking. The hemostatic valve was leaking after the vizigo sheath was inserted into the body. The sheath was replaced and the issue resolved. No patient consequences were reported. The valve was leaky and blood was spilling back. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown, the physician saw the bleed back and switched sheaths immediately. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 6-apr-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-mar-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was leaking. The hemostatic valve was leaking after the vizigo sheath was inserted into the body. The sheath was replaced and the issue resolved. No patient consequences were reported. Device evaluation details: the device was inspected, and the hemostatic valve was found dislodged inside the hub component under the silicon ring. Therefore, the device was sent to supplier to perform an in deep investigation, with the next results. Supplier conclusion identifies that the failure mode is related to the valve not being assembled per design specification. The issue reported by the customer was confirmed. Valve and silicon ring were not properly assembled. Due to the condition of the hemostatic valve, an internal action had been opened. A device history record review was performed for the finished device 00001872 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).